Manufacturer narrative:
Date of event: date was not provided, used (B)(6) 2020 as date of event.

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the device was fractured. The procedure was completed with another of the same device. No known patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: date was not provided, used (B)(6) 2020 as date of event. Device evaluation by MFR.: synergy ii us mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found two hypotube kinks at 1mm and 740mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.